Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cystoprostatectomy, the device blade was deployed and then the jaws could not be re-opened. The surgeon manually removed the jaws from the pt tissue and this resulted in tissue damage. The surgeon opened another instrument and completed the procedure. There was no bleeding or pt injury reported.